Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise and loss of capture on the left ventricular (lv) channel of this cardiac resynchronization therapy pacemaker (crt-p). No oversensing or asystole was reported. The lead was surgically abandoned and replaced with an epicardial lead. No adverse patient effects were reported.